Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: kit svc o2 bi71000163 tray asy 4 battery. A medtronic representative went to the site to perform a system checkout. The battery was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the battery indicator is red and flashing. There was no patient involvement.